Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. Additionally, lead warnings for lead noise and high/undefined pacing impedance were observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.